Manufacturer narrative:
Customer stated no further information available.

Event description:
It was reported from the d3 cardiac intensive care unit (ICU) that the device infused too much. It was presumed that the device may have been programmed incorrectly. Upon observation, no broken parts were identified on the device. The device was not sequestered or identified, therefore no follow up from htm was conducted. No further information was provided.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the pump infused too much-pump may have been programmed incorrectly, no broken parts seen on equipment. Pump not identified or sequestered so no follow up from htm.